Manufacturer narrative:
Concomitant medication: model 3716, scs ipg. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6, reference MFR report#1627487-2018-05586; reference MFR report#1627487-2018-05614; reference MFR report#1627487-2018-05615; reference MFR report#1627487-2018-05617; reference MFR report#1627487-2018-05618. It was reported ((B)(6)) that the patient was unable to receive effective stimulation. X rays revealed leads migrated out of the dual extensions. Impedance were noted within the range. Surgical intervention was undertaken wherein the lead was revised ((B)(6) 2018) and extensions were connected but patient did not report ineffective therapy. As such, surgical intervention was undertaken to have the scs system explanted.